Manufacturer narrative:
Other applicable components are: product ID :3387s-40, lot# va1as3y, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 3387s-40, lot# va1axyw, implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: lead. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: extension. Product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2017, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that there was an infection at the site of the lead extension connection. The patient's leads, extensions and ins were explanted. It was stated that the issue was resolved at the time of the report. No further complications were reported.